Event description:
It was reported that the user attempted to start a new freestyle libre 3 plus sensor for use with the ilet and experienced repeated scan errors despite nfc being enabled and the application being reinstalled on the phone being used to scan, resulting in loss of cgm connectivity on the ilet and impact to blood glucose management. Symptoms included elevated blood glucose reported level of 274 mg/dl with no associated clinical symptoms. Outcomes included the need to transition to backup therapy using subcutaneous insulin via pen and a recommendation to contact the cgm manufacturer for sensor support. Investigation included remote troubleshooting focused on app reinstallation, confirmation of nfc settings, and user education. Investigation of this case revealed that the event was consistent with a sensor communication or activation failure of the third-party cgm system rather than an ilet hardware alarm condition. It was concluded, based on previously established findings for similar reports, that the cause was user-side sensor activation or third-party cgm interoperability failure not related to an ilet device malfunction.